Event description:
It was reported that, "the stem fractured at the lock pin screw hole."

Manufacturer narrative:
Additional information has been requested, and if available, it will be submitted in the supplemental report.